Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit's panel displayed insufficient air pressure after the air feed was activated for a while. The event was noted during service/maintenance. There were no reports of patient involvement.